Event description:
I got breast implants on (B)(6) 2008. By 2010 my health started declining. By 2015 I was nearly bedridden. Some of my symptoms were: chronic constipation, candida, excessive weight gain despite a very strict diet and working out 5-6 days a week; food sensitivities, severe adrenal fatigue, hypothyroidism; severe brain fog, heavy metal toxicity, blurred vision, tinnitus, severe fatigue; low libido, low temperature, low blood pressure, constant headaches, memory loss, hair loss, reoccurring colds; slow healing, inflammation, constantly cold-hands and feet, skin rashes; 90% of my symptoms are gone. I'm working on the few remaining symptoms. I had my explant (B)(6) 2017.